Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The display was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a watchdog failure and shutdown preventing mechanical ventilation. There was no report of patient injury.